Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels up to 350 (mg/dl) for 10-14 days. The customer changed the infusion set, cartridge, insulin and delivered a manual injection to address bg levels. Customer declined to complete all troubleshooting steps with tandem technical support.